Event description:
Complainant alleged that during a routine shift check by clinician the device displayed "fault 93," "fault 105," "fault 66" and "cannot dump" messages. Complainant indicated that there was no pt involvement in the reported malfunction.